Event description:
Re: oticon delta 8000 hearing aid. The oticon hearing aid referenced above failed and was brought to the hosp, audio dept for repair. My wife and myself, were informed that the hearing aid was repaired after approximately two weeks. When we went to pick it up we were informed of the charge and that the amplifier chip was replaced and that the hearing was out of warranty. Further investigation resulted in the fact that all the hearing aid components were replaced. Having extensive experience in the chip area leads me to conclude that the oticon product should not have failed after such a short time. About a year and a half. Further I have concluded that the device was improperly tested. Probably not subjected to operational temperature and life testing. Oticon ignores my premise and is only concerned with their warranty. I submit that the product design subjects the amplifier chip to excess temperature and then failure. Therefore, oticon is marketing a flawed product. I desire a refund. Dose or amount: in both ears. Diagnosis or reason for use: hearing loss in both ears.